Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: structural balloons failed to inflate during a case. 2 balloon on 2 different pts. Second failure resulted in customer contacting me, this time they kept the balloon and iw as able to take a photograph of the balloon but would not take the sample as it was contaminated. No adverse results to pt, balloon removed and replacement inserted. Corrective action taken relevant to the care of the pt: balloon removed and replacement used, no adverse results to pt. Pt outcome: no adverse results, outcome good.

Manufacturer narrative:
(B)(4).